Manufacturer narrative:
(B)(4). The service engineer ( se) evaluated the device and verified the alleged condition. The se replaced the graphical user interface (gui) printed circuit board (pcb), backlight inverter (pcb) and the gui to breath delivery (bd) cable assembly. The ventilator software was upgraded to the latest revision. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator had a blank display. The ventilator was not in use on a patient at the time of the event.